Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient required the removal of their bi-ventricular defibrillator system due to "high risk of infection" approximately twenty-two months after the initial implant of the system. The source of the infection is unknown. The system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same brand family as a device marketed in the u.s. Products: 694765 implantable tachy lead 2012 (B)(6); 419688 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
Additional information was received indicating that the ICD system was removed to prevent infection and that the patient did not have an infection.